Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the first inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another balloon. There were no patient complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and balloon. There was blood in the inflation lumen and the balloon was loosely folded. There was a pinhole in the balloon located 2mm distal to the proximal markerband.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the first inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another balloon. There were no patient complications reported and patient was stable.